Event description:
This case was initially received via regulatory authority (valvira on 02-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ("uterus removed later on due to worsening pain and vaginal bleedings") and pelvic pain ("uterus removed later on due to worsening pain and vaginal bleedings") in a (B)(6) female patient who had essure (batch no. B11715) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hysterectomy and fallopian tube removal on (B)(6) 2016 (essure was removed). At the time of the report, the vaginal haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (valvira on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ("uterus removed later on due to worsening pain and vaginal bleedings") and pelvic pain ("uterus removed later on due to worsening pain and vaginal bleedings") in a 47-year-old female patient who had essure (batch no. B11715) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and fallopian tube removal on (B)(6) 2016) and surgery (hysterectomy and fallopian tube removal on (B)(6) 2016). Essure was removed on 8-dec-2016. At the time of the report, the vaginal haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain: 11.722 cases. Vaginal haemorrhage: 412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: during internal review it was notified that the previously reported initial receipt date 02-feb-2018 is incorrect. The correct initial receipt date of the case is 14-feb-2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority valvira on 02-feb-2018. The most recent information was received on 09-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ("uterus removed later on due to worsening pain and vaginal bleedings") and pelvic pain ("uterus removed later on due to worsening pain and vaginal bleedings") in a (B)(6) female patient who had essure (batch no. B11715) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and fallopian tube removal on (B)(6) 2016) and surgery (hysterectomy and fallopian tube removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-mar-2018 for the following meddra preferred terms: pelvic pain: 10.092 cases. Vaginal haemorrhage: 131 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.